Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The device was reported to have been in testing while being set-up for use. The customer had a standby ventilator connected to a patient immediately, and there was no delay in therapy. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the blower assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the blower assembly to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
It was reported to philips that the device's blower was making a loud noise. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.